Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the navigation system became unresponsive. It was reported that the display would freeze. Restarting the navigation system would temporarily restore functionality but the reported issue would reoccur.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.